Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The root cause of the optical signal issue was unable to be determined as no product or data logs were returned / available for this investigation.

Event description:
The complainant reported that the placement signal of the implanted impella 5.5 pump consistently registered lower than the arterial line and blood pressure cuff readings throughout patient support. There was no noted impact on hemodynamic support, and the patient remained stable and supported throughout the planned surgery. No patient harm was reported.